Event description:
It was reported that dpt pressure ran 40 to 50 points higher than the none invasive blood pressure (nibp). No pt complications were reported.

Manufacturer narrative:
Device not returned.